Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a laparoscopic assisted vaginal hysterectomy procedure, it locked out on tissue. It is unknown how the case was completed. There was no furhter consequence to the pt.